Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
The pt reportedly was obtaining blood glucose readings greater than 600 mg/dl for about 3 days: results were obtained with an unspecified blood glucose meter. The pt did not test for ketones; however, he started vomiting the day before he contacted animas and was feeling "very thirsty" at the time of the call. The pt's last site change was on (B)(6) 2010 morning and reportedly did not see any changes after the site change. The pt also changed to a new vial of insulin, denied any air bubbles, site issues, and new medications/illnesses. The pt stated he was just at the emergency room (ER), but did not stay since it was crowded at the ER and has not contacted any health care professional regarding his elevated blood glucose levels. The pt was advised to seek medical attention due to the prolonged elevated blood glucose levels, so troubleshooting was not performed with the initial call. The animas rep made 3 f/u attempts on different separate days to troubleshoot the pump and to obtain add'l info, but was not successful in reaching the pt. Based on the provided info, there is no indication that the pump malfunctioned. This complaint is being reported because the pt allegedly developed elevated blood glucose levels.